Event description:
Event verbatim [preferred term] painful, burning skin lesion (= burn) [thermal burn], she noticed irritation [skin irritation], while peeling the wrap off the skin got peeled off together with the adhesive area of the wrap. [Skin exfoliation], showed the site where scar remained [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist (patient) received via company representative. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number was t65615, expiration date sep2020, from an unspecified date at an unspecified frequency for neck pain. The patient medical history included sensitive skin. Concomitant medication included ethinylestradiol, levonorgestrel (evaluna). The patient used thermacare flexible anwendung due to tense neck. She showed the site where scar remained. Because during application of the second wrap, she noticed irritation and while peeling the wrap off, the skin got peeled off together with the adhesive area of the wrap. She stated, however, that she had sensitive skin. The medication was discontinued due to the event. It did not immediately disappear after discontinuation (burn lesion). The heat wrap had not been used in the past. The event was described in detail as follows: "1-2 hours after application of the heat wrap, it started to hurt where the sticky stripes are. The heat wrap was immediately taken off and a skin lesion (painful, burning) (= burn) had formed which left a scar. The package was discarded by her. The action taken in response to the events for thermacare heatwrap was permanently discontinued. The outcome of irritation, painful, burning skin lesion (= burn) was resolved with "sequal." The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (10oct2018). New information received from the same contactable pharmacist included: patient age, suspect product data (lot number, expiration date, action taken), concomitant medication, new event (painful, burning skin lesion (= burn)). Company clinical evaluation comment: based on the information provided, the events of "burn" "skin irritation" "skin peeling" and "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn" "skin irritation" "skin peeling" and "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] painful, burning skin lesion (= burn)/the size of a 5 cent piece, red and burning [thermal burn] , she noticed irritation [skin irritation] , while peeling the wrap off the skin got peeled off together with the adhesive area of the wrap. [Skin exfoliation] , showed the site where scar remained [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist (patient) received via company representative. A (B)(6) female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number was t65615, expiration date sep2020, from an unspecified date to an unspecified date at an unspecified frequency for neck pain. The patient medical history included sensitive skin, skin allergy, rashes or other skin diseases and neurodermitis. Concomitant medication included ethinylestradiol, levonorgestrel (evaluna). The patient used thermacare flexible anwendung due to tense neck. She showed the site where scar remained. Because during application of the second wrap she noticed irritation and while peeling the wrap off, the skin got peeled off together with the adhesive area of the wrap. She stated, however, that she had sensitive skin. The medication was discontinued due to the event. It did not immediately disappear after discontinuation (burn lesion). The heat wrap had not been used in the past. The event was described in detail as follows: "1-2 hours after application of the heat wrap, it started to hurt where the sticky stripes are. The heat wrap was immediately taken off and a skin lesion (painful, burning) (= burn) had formed which left a scar. The package was discarded by her. The patient further stated that it was a new event that occurred in the upper neck area. It was the size of a 5 cent piece, red and burning; a piece of skin had peeled off. A surgical intervention was not necessary but all events were treated with an avene cicalfate (wound healing). The patient was expected to retain a small round scar. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was resolved with sequal. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018). New information received from the same contactable pharmacist included: patient age, suspect product data (lot number, expiration date, action taken), concomitant medication, new event (painful, burning skin lesion (= burn)). Follow-up ((B)(6) 2018): new information received from the same contactable pharmacist includes medical history, additional event information (the size of a 5 cent piece, red and burning), outcome of events, treatment details and event details. No follow-up attempts needed. No further information expected. Company clinical evaluation comment based on the information provided, the events of "burn" "skin irritation" "skin peeling" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" "skin irritation" "skin peeling" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] painful, burning skin lesion (= burn)/the size of a 5 cent piece, red and burning [thermal burn], she noticed irritation [skin irritation], while peeling the wrap off the skin got peeled off together with the adhesive area of the wrap. [Skin exfoliation], showed the site where scar remained [scar]. This is a spontaneous report from a contactable pharmacist (patient) received via company representative. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung) lot number was t65615, expiration date sep2020, from an unspecified date to an unspecified date at an unspecified frequency for neck pain. The patient medical history included sensitive skin, skin allergy, rashes or other skin diseases and neurodermitis. Concomitant medication included ethinylestradiol, levonorgestrel (evaluna). The patient used thermacare flexible anwendung due to tense neck. She showed the site where scar remained. Because during application of the second wrap, she noticed irritation and while peeling the wrap off, the skin got peeled off together with the adhesive area of the wrap. She stated, however, that she had sensitive skin. The medication was discontinued due to the event. It did not immediately disappear after discontinuation (burn lesion). The heat wrap had not been used in the past. The event was described in detail as follows: "1-2 hours after application of the heat wrap, it started to hurt where the sticky stripes are. The heat wrap was immediately taken off and a skin lesion (painful, burning) (= burn) had formed which left a scar. The package was discarded by her. The patient further stated that it was a new event that occurred in the upper neck area. It was the size of a 5 cent piece, red and burning; a piece of skin had peeled off. A surgical intervention was not necessary but all events were treated with an avene cicalfate (wound healing). The patient was expected to retain a small round scar. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was resolved with sequal. According to product quality complaint, "investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint". Additional information has been requested and will be provided as it becomes available. Follow-up (10oct2018). New information received from the same contactable pharmacist included: patient age, suspect product data (lot number, expiration date, action taken), concomitant medication, new event (painful, burning skin lesion (= burn)). Follow-up (26oct2018): new information received from the same contactable pharmacist includes medical history, additional event information (the size of a 5 cent piece, red and burning), outcome of events, treatment details and event details. No follow-up attempts needed. No further information expected. Follow-up (15nov2018): new information received from product complaint management system (pcom) includes: investigation summary to lot# t65615. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of "burn" "skin irritation" "skin peeling" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burn" "skin irritation" "skin peeling" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.